Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer is on their back-up plan and would like a replacement insulin pump. The patient's blood glucose level was at 250 mg/dl at the time of the call. The customer's mother stated that their insulin pump is untrustworthy and would like to trouble shoot the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The pump was programmed with multiple bolus rates and delivered properly and recorded properly in the history screen. No bolus or history anomaly was noted. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. The insulin pump was received with cracked case on the bottom right side at display window corner.